Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that after replacing the dfm100 therapy pca assy (printed circuit assembly) and dfm100 capacitor, the battery indicator is showing "indicator of battery gauge not recognized". The rse evaluated the device remotely and reviewed logs. It was determined that the error was generated by the therapy board however, there were several errors observed indicating that the som (system on module) board was also defective. The rse advised the customer to replace the som board and reload the software to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som board. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised to replace the som board and reload the software to resolve the issue. The absence of further calls supports that the reported problem has not recurred and was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited an error that the device was not recognizing the battery indicator gauge, there was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.